Event description:
It was reported that on (B)(6) 2013 the patient experienced phrenic nerve stimulation and the pulse generator was reprogrammed. The patient presented again on (B)(6) 2013 complaining of continuing phrenic nerve stimulation. Biventricular pacing was turned off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.